Event description:
It was reported that an infection occurred and the implantable cardiac defibrillator (ICD) system was removed. Additional information was received that the source of infection was the ICD system. The patient was reported to be septic and the organism was identified as methicillin-resistant staphylococcus aureus. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2013; 693565 implantable tachy lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.